Event description:
Facility reports, the ambulift dropped into the bath tub and trapped the nurse's fingers against the side of the bath tub. The lift was in the raised position while the nurse was refitting the chair arm rest.